Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they started to go to the bathroom more about a week prior to the report. They turned their device all the way up, but did not feel stimulation. During the report the therapy was off. When the patient turned the therapy on, they saw the poor communication screen and changed the batteries. Without removing the antenna, they suddenly felt stimulation that was too strong. The patient decreased stimulation from 8.5v to 5.3v; they could barely feel it. It was noted that the patient thought when they turned the stimulation up to 8.5v, they turned the stimulation off. They mentioned that prior, they were set at "6 something." While troubleshooting, the patient reported that there wasn't a checkmark or number on the left side of the screen; there were no other program options. The issue was resolved through troubleshooting. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.